Manufacturer narrative:
Main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3389s-40, lot# va0qbqv, implanted: (B)(6) 2015, product type: lead. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0qbqv, implanted: (B)(6) 2015. Product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension.

Event description:
The health care professional of a clinical study reported there was information received which reported the patient had a continuation of the original infectious complication and had required removal of the entire deep brain stimulation system. The removal surgery had occurred on (B)(6) 2016. All implanted devices were removed during the procedure. Reference manufacturer&#62688;report number: 3004209178-2015-17191 for the original report of infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.